Event description:
It was reported that on may 2002, a company representative confirmed that the device was no longer functioning. The device was explanted and the patient was reimplanted with another clarion device.